Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ physical pain"), uterine haemorrhage ("abnormal uterine bleeding") and tooth disorder ("dental problems") in a (B)(6) female patient who had essure (batch no. 624838) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included heavy periods (worsened after implant placed.). Concurrent conditions included underweight. Concomitant products included alprazolam (xanax), bupropion (wellbutrin), cyclobenzaprine hydrochloride (flexeril), escitalopram oxalate (lexapro), esomeprazole magnesium (nexium), fluoxetine hydrochloride (prozac), gabapentin, hyoscyamine, lansoprazole (prevacid), levothyroxine and nitrofurantoin (macrodantin). In 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type:bacterial vaginosis"), fungal infection ("yeast infection"), urinary tract infection ("utis"), depression ("psychological or psychiatric problems condition: depression depression"), anxiety ("anxiety") and vaginal discharge ("vaginal discharge"). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), bone pain ("bone pain") and back pain ("back pain"). In (B)(6) 2008, the patient experienced weight decreased ("weight loss"). In 2008, the patient experienced diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"), migraine ("migraines") and nausea ("nausea"). In 2009, the patient experienced tooth disorder (seriousness criterion medically significant). In 2012, the patient experienced fibromyalgia ("autoimmune disorder type:fibromyalgia"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), supraventricular tachycardia ("svt- supraventricular tachycardia "), headache ("headaches") and allergy to metals ("nickel allergy") with rash and urticaria. The patient was treated with medroxyprogesterone acetate (depo-provera), oral contraceptive nos, antibiotics, antidiarrhoeal microorganisms (probiotics), metronidazole (flagyl), fluconazole (diflucan), surgery (total abdominal hysterectomy and bilateral salpingectomy on (B)(6) 2015), surgery (root canals,caps,tooth extraction) and dietary measures (dietary changes). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, diarrhoea, bacterial vaginosis, fungal infection, urinary tract infection, migraine, nausea, depression, anxiety, vaginal discharge and abdominal pain had resolved, the dysmenorrhoea, female sexual dysfunction, fibromyalgia, bladder disorder, urinary tract disorder, supraventricular tachycardia, headache, allergy to metals and weight decreased outcome was unknown, the tooth disorder had not resolved and the alopecia, bone pain and back pain was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, bladder disorder, bone pain, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, fungal infection, headache, menorrhagia, migraine, nausea, pelvic pain, supraventricular tachycardia, tooth disorder, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Ultrasound was performed. Skin patch allergy testing and punch biopsies were done. Pelvic exam was performed. Urinalysis done. Stool cultures,endoscopy,colonoscopy,testing for h pylori were done. MRI was done. EKG was done. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received. Events extracted per pfs: abnormal bleeding (vaginal/menorrhagia),uterine bleeding, allergic or hypersensitivity reaction type: rashes, hives, apareunia (inability to have sexual intercourse), autoimmune disorder, type of disorder: fibromyalgia, bladder or urinary problems or changes, blood or heart disorder/condition, type: svt, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition type: diarrhea, hair loss, infection (bladder/urinary tract/vaginal) type: bacterial vaginosis, yeast, utis, migraines / headaches, nausea, nickel allergy, pain, psychological or psychiatric problems condition: depression, anxiety, vaginal discharge, weight loss, abdominal pain,bone pain,back pain,stress,she did not underwent essure confirmation test. Date of insertion of essure updated.date of removal of essure,lot number,lab test,concomitant disease,historical condition added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ physical pain"), uterine haemorrhage ("abnormal uterine bleeding") and tooth disorder ("dental problems") in a 42-year-old female patient who had essure (batch no. 624838) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included heavy periods (worsened after implant placed.), dysfunctional uterine bleeding, ovarian cyst (complex right ovarian cyst or cysts), hypothyroidism, gerd, peptic ulcer, insomnia, multigravida, parity 4, breast lump removal (right breast x2, breast implants) and cesarean section. Previously administered products included for an unreported indication: sulfa and penicillin. Past adverse reactions to the above products included hypersensitivity with penicillin and sulfa. Concurrent conditions included underweight, smoker (she smokes half a pack per day), hematuria, osteopenia, atypical squamous cells of undetermined significance and diarrhea. Family history included ovarian cancer. Concomitant products included alprazolam (xanax), bupropion (wellbutrin), cyclobenzaprine hydrochloride (flexeril), escitalopram oxalate (lexapro), esomeprazole magnesium (nexium), fluoxetine hydrochloride (prozac), gabapentin, hyoscyamine, lansoprazole (prevacid), levothyroxine and nitrofurantoin (macrodantin). In 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type:bacterial vaginosis"), fungal infection ("yeast infection"), urinary tract infection ("utis"), depression ("psychological or psychiatric problems condition: depression depression"), anxiety ("anxiety") and vaginal discharge ("vaginal discharge"). On (B)(6)2007, the patient had essure inserted. In january 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), bone pain ("bone pain") and back pain ("back pain"). In april 2008, the patient experienced weight decreased ("weight loss"). In 2008, the patient experienced diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"), migraine ("migraines") and nausea ("nausea"). In 2009, the patient experienced tooth disorder (seriousness criterion medically significant). In 2012, the patient experienced fibromyalgia ("autoimmune disorder type:fibromyalgia"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), supraventricular tachycardia ("svt- supraventricular tachycardia "), headache ("headaches") and allergy to metals ("nickel allergy") with rash and urticaria. The patient was treated with medroxyprogesterone acetate (depo-provera), oral contraceptive nos, antibiotics, antidiarrhoeal microorganisms (probiotics), metronidazole (flagyl), fluconazole (diflucan), surgery (total abdominal hysterectomy and bilateral salpingectomy on (B)(6)2015), surgery (root canals,caps,tooth extraction) and dietary measures (dietary changes). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, diarrhoea, bacterial vaginosis, fungal infection, urinary tract infection, migraine, nausea, depression, anxiety, vaginal discharge and abdominal pain had resolved, the dysmenorrhoea, female sexual dysfunction, fibromyalgia, bladder disorder, urinary tract disorder, supraventricular tachycardia, headache, allergy to metals and weight decreased outcome was unknown, the tooth disorder had not resolved and the alopecia, bone pain and back pain was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, bladder disorder, bone pain, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, fungal infection, headache, menorrhagia, migraine, nausea, pelvic pain, supraventricular tachycardia, tooth disorder, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: per mr: 6 springs remaining within the uterine cavity on the left, just the hubs seen on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Pregnancy test - on (B)(6)2015: negative ultrasound was performed. Skin patch allergy testing and punch biopsies were done. Pelvic exam was performed. Urinalysis done. Stool cultures,endoscopy,colonscopy,testing for h.pylori were done. MRI was done. EKG was done. On (B)(6)2010, cervical (biopsies) low grade squamous intraepithelial lesion and mild dysplasia with hpv effect. On (B)(6)2011, ultrasound of the right breast. Findings: the breast tissue is heterogeneously dense. Heterogeneous dense tissue limits the sensitivity of mammography and could obscure an underlying lesion. However, the architectures of the breasts arc stable. Bilateral in tract retropcctoral saline implants arc noted. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: abdominal pain, back pain, urinary tract infection and vaginal haemorrhage. Most recent follow-up information incorporated above includes: on (B)(6)2018: the reporter information was updated. The case is medically confirmed. The reporter information was updated. Her historical condition, drug allergy, social history and concurrent condition was added. Essure lot number was added. Essure indication was amended. Lab data was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ physical pain"), uterine haemorrhage ("abnormal uterine bleeding") and tooth disorder ("dental problems") in a 42-year-old female patient who had essure (batch no. 624838) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included heavy periods (worsened after implant placed.), dysfunctional uterine bleeding, ovarian cyst (complex right ovarian cyst or cysts), hypothyroidism, gerd, peptic ulcer, insomnia, multigravida, parity 4, breast lump removal (right breast x2, breast implants) and cesarean section. Previously administered products included for an unreported indication: sulfa and penicillin. Past adverse reactions to the above products included hypersensitivity with penicillin and sulfa. Concurrent conditions included underweight, smoker (she smokes half a pack per day), hematuria, osteopenia, atypical squamous cells of undetermined significance and diarrhea. Family history included ovarian cancer. Concomitant products included alprazolam (xanax), bupropion (wellbutrin), cyclobenzaprine hydrochloride (flexeril), escitalopram oxalate (lexapro), esomeprazole magnesium (nexium), fluoxetine hydrochloride (prozac), gabapentin, hyoscyamine, lansoprazole (prevacid), levothyroxine and nitrofurantoin (macrodantin). In 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type:bacterial vaginosis"), fungal infection ("yeast infection"), urinary tract infection ("utis"), depression ("psychological or psychiatric problems condition: depression depression"), anxiety ("anxiety") and vaginal discharge ("vaginal discharge"). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), bone pain ("bone pain") and back pain ("back pain"). In (B)(6) 2008, the patient experienced weight decreased ("weight loss"). In 2008, the patient experienced diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"), migraine ("migraines") and nausea ("nausea"). In 2009, the patient experienced tooth disorder (seriousness criterion medically significant). In 2012, the patient experienced fibromyalgia ("autoimmune disorder type:fibromyalgia"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), supraventricular tachycardia ("svt- supraventricular tachycardia "), headache ("headaches") and allergy to metals ("nickel allergy") with rash and urticaria. The patient was treated with medroxyprogesterone acetate (depo-provera), oral contraceptive nos, antibiotics, antidiarrhoeal microorganisms (probiotics), metronidazole (flagyl), fluconazole (diflucan), surgery (total abdominal hysterectomy and bilateral salpingectomy on (B)(6) 2015), surgery (root canals,caps,tooth extraction) and dietary measures (dietary changes). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, diarrhoea, bacterial vaginosis, fungal infection, urinary tract infection, migraine, nausea, depression, anxiety, vaginal discharge and abdominal pain had resolved, the dysmenorrhoea, female sexual dysfunction, fibromyalgia, bladder disorder, urinary tract disorder, supraventricular tachycardia, headache, allergy to metals and weight decreased outcome was unknown, the tooth disorder had not resolved and the alopecia, bone pain and back pain was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, bladder disorder, bone pain, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, fungal infection, headache, menorrhagia, migraine, nausea, pelvic pain, supraventricular tachycardia, tooth disorder, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: per mr: 6 springs remaining within the uterine cavity on the left, just the hubs seen on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Pregnancy test - on (B)(6) 2015: negative . Ultrasound was performed. Skin patch allergy testing and punch biopsies were done. Pelvic exam was performed. Urinalysis done. Stool cultures,endoscopy,colonscopy,testing for h.pylori were done. MRI was done. EKG was done. On (B)(6) 2010, cervical (biopsies) low grade squamous intraepithelial lesion and mild dysplasia with hpv effect. On (B)(6) 2011, ultrasound of the right breast. Findings: the breast tissue is heterogeneously dense. Heterogeneous dense tissue limits the sensitivity of mammography and could obscure an underlying lesion. However, the architectures of the breasts arc stable. Bilateral in tract retropcctoral saline implants arc noted. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: abdominal pain, back pain, urinary tract infection and vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jul-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ physical pain') and tooth disorder ('dental problems') in a 42-year-old female patient who had essure (batch no. 624838) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included heavy periods (worsened after implant placed.), dysfunctional uterine bleeding, ovarian cyst (complex right ovarian cyst or cysts), hypothyroidism, gerd, peptic ulcer, insomnia, multigravida, parity 4, breast lump removal (right breast x2, breast implants), cesarean section and fibromyalgia (right breast x2, breast implants). Previously administered products included for an unreported indication: sulfa and penicillin. Past adverse reactions to the above products included hypersensitivity with penicillin and sulfa. Concurrent conditions included underweight, smoker (she smokes half a pack per day), hematuria, osteopenia, atypical squamous cells of undetermined significance, diarrhea and autoimmune thyroiditis. Family history included ovarian cancer. Concomitant products included alprazolam (xanax), bupropion hydrochloride (wellbutrin), cyclobenzaprine hydrochloride (flexeril), escitalopram oxalate (lexapro), esomeprazole magnesium (nexium), fluoxetine hydrochloride (prozac), gabapentin, hyoscyamine, lansoprazole (prevacid), levothyroxine and nitrofurantoin (macrodantin). In 2007, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and vaginal discharge ("vaginal discharge"). On (B)(6)2007, the patient had essure inserted. In (B)(6)2007, the patient experienced alopecia ("hair loss"). In (B)(6)2007, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type:bacterial vaginosis"), fungal infection ("yeast infection"), urinary tract infection ("utis"), allergy to metals ("nickel allergy") with rash and urticaria, depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), abdominal pain ("abdominal pain"), bone pain ("bone pain") and back pain ("back pain"). In (B)(6)2008, the patient experienced fatigue ("fatigue") and diarrhoea ("gastrointestinal or digestive system condition type: diarrhea") and was found to have weight decreased ("weight loss"). In 2008, the patient experienced migraine ("migraines") and nausea ("nausea"). In (B)(6)2009, the patient experienced supraventricular tachycardia ("svt- supraventricular tachycardia"). In 2009, the patient experienced tooth disorder (seriousness criterion medically significant). In 2012, the patient experienced fibromyalgia ("autoimmune disorder type:fibromyalgia"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), headache ("headaches") and cystitis interstitial ("interstitial cystitis"). The patient was treated with antibiotics, fluconazole (diflucan), medroxyprogesterone acetate (depo-provera), metronidazole (flagyl), oral contraceptive nos, probiotics nos, dietary measures (dietary changes) and surgery (root canals,caps,tooth extraction and total abdominal hysterectomy and bilateral salpingectomy on (B)(6)2015). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, diarrhoea, bacterial vaginosis, fungal infection, urinary tract infection, migraine, nausea, depression, anxiety, vaginal discharge and abdominal pain had resolved, the dysmenorrhoea, female sexual dysfunction, fibromyalgia, bladder disorder, urinary tract disorder, supraventricular tachycardia, headache, allergy to metals, weight decreased and cystitis interstitial outcome was unknown, the tooth disorder had not resolved and the alopecia, bone pain and back pain was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, bladder disorder, bone pain, cystitis interstitial, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, fungal infection, headache, menorrhagia, migraine, nausea, pelvic pain, supraventricular tachycardia, tooth disorder, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: per mr: 6 springs remaining within the uterine cavity on the left, just the hubs seen on the right. 1990- baby born premature at 34 weeks, 1994- twins born at 25 weeks. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Pregnancy test - on (B)(6)2015: results: negative. Ultrasound was performed. Skin patch allergy testing and punch biopsies were done. Pelvic exam was performed. Urinalysis done. Stool cultures,endoscopy,colonoscopy,testing for hpylori were done. MRI was done. EKG was done. On (B)(6)2010, cervical (biopsies) low grade squamous intraepithelial lesion and mild dysplasia with hpv effect. On (B)(6)2011, ultrasound of the right breast. Findings: the breast tissue is heterogeneously dense. Heterogeneous dense tissue limits the sensitivity of mammography and could obscure an underlying lesion. However, the architectures of the breasts arc stable. Bilateral in tract retropcctoral saline implants arc noted. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: abdominal pain, back pain, urinary tract infection and vaginal haemorrhage. Concerning the injuries reported in this case, the following one was described in patient¿s social media: cystitis interstitial. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. Event added: interstitial cystitis. Reporters added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ physical pain') and tooth disorder ('dental problems') in a 42-year-old female patient who had essure (batch no. 624838) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included heavy periods (worsened after implant placed.), dysfunctional uterine bleeding, ovarian cyst (complex right ovarian cyst or cysts), hypothyroidism, gerd, peptic ulcer, insomnia, multigravida, parity 4, breast lump removal (right breast x2, breast implants), cesarean section and fibromyalgia (right breast x2, breast implants). Previously administered products included for an unreported indication: sulfa and penicillin. Past adverse reactions to the above products included hypersensitivity with penicillin and sulfa. Concurrent conditions included underweight, smoker (she smokes half a pack per day), hematuria, osteopenia, atypical squamous cells of undetermined significance, diarrhea and autoimmune thyroiditis. Family history included ovarian cancer. Concomitant products included alprazolam (xanax), bupropion hydrochloride (wellbutrin), cyclobenzaprine hydrochloride (flexeril), escitalopram oxalate (lexapro), esomeprazole magnesium (nexium), fluoxetine hydrochloride (prozac), gabapentin, hyoscyamine, lansoprazole (prevacid), levothyroxine and nitrofurantoin (macrodantin). On (B)(6)2007, the patient had essure inserted. In 2007, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and vaginal discharge ("vaginal discharge"). In (B)(6)2007, the patient experienced alopecia ("hair loss"). In (B)(6)2007, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type:bacterial vaginosis"), fungal infection ("yeast infection"), urinary tract infection ("utis"), allergy to metals ("nickel allergy") with rash and urticaria, depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), abdominal pain ("abdominal pain"), bone pain ("bone pain") and back pain ("back pain"). In (B)(6)2008, the patient experienced fatigue ("fatigue") and diarrhoea ("gastrointestinal or digestive system condition type: diarrhea") and was found to have weight decreased ("weight loss"). In 2008, the patient experienced migraine ("migraines") and nausea ("nausea"). In (B)(6)2009, the patient experienced supraventricular tachycardia ("svt- supraventricular tachycardia"). In 2009, the patient experienced tooth disorder (seriousness criterion medically significant). In 2012, the patient experienced fibromyalgia ("autoimmune disorder type:fibromyalgia"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), headache ("headaches"), cystitis interstitial ("interstitial cystitis"), hot flush ("hot flashes"), menopausal symptoms ("I am menopausal") and psychiatric symptom ("loneliness is overwhelming"). The patient was treated with antibiotics, fluconazole (diflucan), medroxyprogesterone acetate (depo-provera), metronidazole (flagyl), oral contraceptive nos, probiotics nos, dietary measures (dietary changes) and surgery (root canals,caps,tooth extraction and total abdominal hysterectomy and bilateral salpingectomy on (B)(6)2015). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, diarrhoea, bacterial vaginosis, fungal infection, urinary tract infection, migraine, nausea, depression, anxiety, vaginal discharge and abdominal pain had resolved, the dysmenorrhoea, female sexual dysfunction, fibromyalgia, bladder disorder, urinary tract disorder, supraventricular tachycardia, headache, allergy to metals, weight decreased, cystitis interstitial, hot flush, menopausal symptoms and psychiatric symptom outcome was unknown, the tooth disorder had not resolved and the alopecia, bone pain and back pain was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, bladder disorder, bone pain, cystitis interstitial, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, fungal infection, headache, hot flush, menopausal symptoms, menorrhagia, migraine, nausea, pelvic pain, psychiatric symptom, supraventricular tachycardia, tooth disorder, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: per mr: 6 springs remaining within the uterine cavity on the left, just the hubs seen on the right. 1990- baby born premature at 34 weeks, 1994- twins born at 25 weeks. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Pregnancy test - on (B)(6)2015: results: negative. Ultrasound was performed. Skin patch allergy testing and punch biopsies were done. Pelvic exam was performed. Urinalysis done. Stool cultures,endoscopy,colonoscopy,testing for hpylori were done. MRI was done. EKG was done. On (B)(6)2010, cervical (biopsies) low grade squamous intraepithelial lesion and mild dysplasia with hpv effect. On (B)(6)2011, ultrasound of the right breast. Findings: the breast tissue is heterogeneously dense. Heterogeneous dense tissue limits the sensitivity of mammography and could obscure an underlying lesion. However, the architectures of the breasts arc stable. Bilateral in tract retropcctoral saline implants arc noted. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: abdominal pain, back pain, urinary tract infection and vaginal haemorrhage. Concerning the injuries reported in this case, the following one was described in patient¿s social media: cystitis interstitial, loneliness, hot flashes, menopause. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media was received. Reporter information was added. Patient"s middle name was updated. New events 'hot flashes" and "I am menopausal" were added. On 23-mar-2020: social media received. Reporter information added. Event "loneliness is overwhelming" was added. Fu 11 and 12 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.